Event description:
The plaintiff's attorney alleged that the pt experienced ventricular arrhythmia, cardiac arrest and subsequently expired. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the event. The product was not returned and lot or serial number is not available. The product is manufactured to meet the association for the advancement of medical instrumentation requirements using validated processes, and released based on a determination that the finished product meets those requirements. Product is not released if it does not meet requirements or is nonconforming. Complaint cannot be confirmed based on the current information. A follow-up report will be submitted upon receipt of additional information.